Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia during a dinner event while using an ilet system with a teflon 23-inch infusion set, received elevated glucose and occlusion alerts, and on removal observed bent cannulas on two consecutive sites; after a supply change the blood glucose continued to rise until the user disconnected per clinician guidance and used long- and rapid-acting insulin, later reconnecting with stabilization and an uneventful subsequent supply change. Symptoms included hyperglycemia with a reported peak of 504 mg/dl and a sensation of swollen eyes, with negative ketones and no need for assistance. Outcomes included temporary interference with daily activities related to hyperglycemia without hospitalization. Investigation included product technical analysis based on user-reported device performance and troubleshooting support, as well as review of clinical course and user actions. Investigation of this case revealed user-reported infusion site cannula bending and occlusion alerts consistent with interrupted insulin delivery as the most plausible mechanism, with device function otherwise unconfirmed and no recurrent issue after subsequent set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence to determine a definitive device malfunction versus infusion set or site-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.